Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 37mg/dl which was treated with food and glucose tablets. Customer¿s current blood glucose was 98mg/dl. Customer states that drive support cap was normal. Customer performed displacement test and it was passed. Customer mentioned that they are exposed to body scanner. Customer advised to monitor the insulin pump. Insulin pump will not be return for analysis.